Event description:
It was reported that during a contra lateral iliac pta treatment procedure to dilate a 70% in-stent restenosis. The tip of the catheter along with the balloon separated from the balloon catheter. This was the second intervention required for in-stent restenosis. The balloon was inflated once to unk atm's. While the physician was removing the balloon catheter the catheter tip and balloon material sheared off at the proximal radiopaque marker. The physician retrieved the catheter tip using a microvena snare. The balloon material was secured by placing an express stent within the first; therefore sandwiching the balloon material between the stents. The procedure was considered successful. The pt is reported as 'ok' following the procedure. Per the reporter, the physician reviewed x-ray images of the procedure and it appeared as though the previously placed stent struts were bent. The ultra-thin balloon probably got caught by one of the bent struts during withdrawal, causing the detachment.